Event description:
The customer alleged they received a questionable total prostate- specific antigen (tpsa) result for one patient on their e411 analyzer. The customer stated they repeated other patient samples that were run that day and the patient results did not change. The patient's initial tpsa result was 0.055 ng/ml and it was reported outside the laboratory. The doctor called and questioned the initial result. The repeat tpsa result was 6.81 ng/ml accompanied by a data flag. The customer tested an alternative sample tube on the analyzer and the result was 6.85 ng/ml accompanied by a data flag. The repeat result was considered correct and issued as a corrected report. There were no adverse events. The tpsa reagent lot number was 16992401 and the expiration date was 09/30/2013. The field service representative could not determine the cause of this event. He completed a precision check with no issues. No issues were found and everything checked out ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.